Event description:
It was reported that an unknown male patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient cardiac tamponade requiring pericardiocentesis. Pericardial effusion was confirmed, and drainage was performed with 200 ml was removed. Blood pressure did not decrease, and vitals were stable. The patient was followed up after drainage. The physician commented that the event occurred possibly due to performing septal puncture or catheter manipulation in left atrium (la) when approaching the left ventricle (lv). The physician commented that the postoperative course was monitored and there was no bleeding after that. When the carto3 data were confirmed after the procedure, pericardial effusion was also observed in the echo image obtained immediately after septal puncture, and since the hemorrhage was within the control range, it was considered to be hemorrhage from the left atrium before and after septal puncture. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was the procedure. The patient outcome of the adverse event is improved. Generator information: smartablate. Prior to noting the pulmonary embolus (pe) or computerized tomography (CT) ablation was performed. There was no evidence of steam pop. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. No further information is available at this time regarding extended hospitalization required, patient age, weight, relevant tests/laboratory data, relevant history, transseptal puncture status, needle product details, irrigated catheter used, force visualization features used, visitag settings/parameters, and color options used. This will conservatively be reportable as the physician commented that possibly due to performing septal puncture or catheter manipulation in la when approaching the lv. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-feb-2022, the product investigation was completed as the complaint device was not returned. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30610034l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).